Event description:
The manufacturer field service technician reported that the device was found to have a broken router shank retained internally. There were no adverse consequences related to this event.

Manufacturer narrative:
The reported event was confirmed. The device was disassembled and visually inspected. The service technician detected a piece of router was broken off on top of rotor and rotor was worn through device evaluation. This may have may caused the reported event.

Event description:
The manufacturer field service technician reported that the device was found to have a broken router shank retained internally. There were no adverse consequences related to this event.